Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with a crystallized white foreign material. It is likely that the material is an infacol (simethicone) type product but this could not be conclusively determined. Additionally, the cause for the clog could not be specified. Additional information regarding device reprocessing and handling could not be obtained. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. There were no reported problems with the air/water flow or issues with the auxiliary water feeding during the procedure. It is unknown if the device was used on the patient with foreign material or if there was any delay when the user started precleaning after the procedure. No further information was provided.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found white crystallized contamination that is believed to be infacol or a similar product, the plug body probe unit was loose, angulation in all directions was strained, the up/down and left/right angle had play, the electrical safety test failed, the light cover glass was chipped, the light guide cover glass adhesive was worn, the optical cover glass adhesive was worn, and the distal end adhesive worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had stiff angulation. The issue was found during maintenance. Inspection and testing of the returned device found white residue in the clear channels of the control body. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.